Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI) - (B)(4). Concomitant medical products : catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 541780, catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # 415440, catalog #: 113653, comp primary stem 13mm std, lot # 921870, catalog #: 115370, comp rvs tray co 44mm, lot # 577900, catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 355910, catalog #: 118001, versa-dial/comp ti std taper, lot # 411920. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon assessment of medical records it was found that the issue was not instability but of malpostion of the baseplate and notching. The tray and humeral bearing will be voided for the glenosphere, baseplate, and taper to be reported.

Manufacturer narrative:
(B)(4). Upon assessment of medical records it was found that the issue was not instability but of malpostion of the baseplate and notching. The tray and humeral bearing will be voided for the glenosphere, baseplate, and taper to be reported.

Event description:
If was further reported that the reason for the revision was instability.

Manufacturer narrative:
(B)(4). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited evaluation of the glenoid and humeral hardware articulation secondary to superimposition. This would require additional views to fully evaluate. However, superior to the glenohumeral articulation which could represent chronically fractured bone fragments or heterotopic bone formation. Potentially, this could account for limited range of motion and patient's discomfort. Otherwise no obvious finding to account for the complaint. Medical records were not provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 670930, catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 541780, catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 472190 , catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 593030, catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot # 172790, catalog #: 180561, comp nlk scr 3.5hex 4.75x35 st, lot # 251830, catalog #: unknown, unknown baseplate, lot # unknown , catalog #: unknown, unknown stem, lot # unknown, catalog #: unknown, unknown humeral tray, lot # unknown , catalog #: unknown, unknown humeral bearing, lot # unknown, catalog #: unknown, unknown taper adaptor, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04389, 0001825034-2019-04480, 0001825034-2019-04482, 0001825034-2019-04483, 0001825034-2019-04484, 0001825034-2019-04485, 0001825034-2019-04487, 0001825034-2019-04488, 0001825034-2019-04490, 0001825034-2019-04491, 0001825034-2019-04492. Unknown if product will be returned.

Event description:
It was reported that the patient underwent left total reverse shoulder arthroplasty subsequently, that patient experienced pain, loss of range of motion and loosening of the components and underwent a revision procedure one(1) year one(1) month fourteen days (14) months post implantation. No additional information is available at this time.